Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an emergency room. The caller stated that the customer's cause of death was stated to be natural causes; his heart rate was all across the board, electrocardiogram revealed that he was going into kidney failure, his blood glucose was fluctuating. The caller stated that a couple of days prior to passing the customer was walking and stated that he was feeling weak. The caller advised him to go to the hospital, but, the customer thought he could sleep it off. The next morning the customer went to work and was acting as if he was having a seizure. He was taken to the hospital where his heart beat was restarted, but he never responded. The caller state that when the customer checked his blood glucose more often, he kept it under control and it would not go up so high. The customer's blood glucose at the time of death was 313 mg/dl. The insulin pump was removed at the emergency room. The caller does not know where the insulin pump is.